Event description:
Customer reported he was experiencing high blood glucose of 500 mg/dl, treated with pens and it went down to 311 mg/dl. Customer thought maybe the insulin pump was not delivering insulin. Customer was feeling sick. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer performed high pressure test on the device, passed. Customer reported that a different day he was experiencing low blood glucose under 50 mg/dl and the device did not alarm. Customer reported the insulin might have been ages since he doesn't put it in the refrigerator. Customer was advised to monitor the device. Customer declined further troubleshooting. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.